Event description:
Covidien received information of the ventilator upper display fading to black. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot the reported issue with the customer over the phone. The customer was advised to replace the display or central processing unit as needed. Covidien was not authorized to service the device.